Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - a distal segment of the lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: sesr01 ipg, implanted: (B)(6) 2012; 407652 lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had a sudden increase in threshold and was high. The lead was explanted and replaced. It was also reported that the previously implanted right ventricular lead had high threshold and was inactivated. The lead was subsequently explanted. No patient complications have been reported as a result of this event.